Event description:
The pt underwent an apogee/perigee procedure for the cystocele and rectocele in 2006. She then underwent a tvto procedure for urinary incontinence. Since the surgery, the pt has been having pain on the left side lateral to the labia, which is an exit site for the perigee arms as well as having pain bilaterally in the buttocks, especially on the left side, which is also sites for the apogee arms. The pt's pain on the buttocks is so severe that she is unable to sit for longer than 10-15 mins. She also feels pressure. She has tried ibuprofen, which helps slightly. She tried getting back to her normal activities including golf, but had significant pain afterwards. During pelvic exam 3 mos later, urethral meatus is nontender. No discharge noted in the urethra, although a firm area is palpable at the level of the bladder neck likely secondary to the mesh from the incontinence procedure or the perigee edge. There is also mesh palpable about 4-5 cm in on the anterior vaginal wall with a ridge that distended to the pt from the perigee procedure. On visualizing the posterior wall of the vagina, there is a significant amount of mesh protruding into the vaginal lumen, this was trimmed and sent to pathology. The pt is tender over the sacrospinous ligament bilaterally and it reproduces her buttock pain. It is likely secondary to the arms of the apogee procedure.